Manufacturer narrative:
The manufacturing batch lot was not provided; therefore, a review of the device history records relative to the material, assembly and inspection could not be performed. The device was not returned for analysis; therefore, no physical or visual analysis could be performed. Based on the very limited information received to date, an exact cause for this incident cannot be determined. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. Additional information has been requested. If additional information is received a follow-up medwatch report will be submitted.

Event description:
The patient received an accurate neo valve and was during the procedure in stable and did at the end stabilize hemodynamically and they finished the procedure. Today I received a phone call from my college that received that information from our senior medical advisor who were visiting the hospital that the patient died. I have tried to contact the doctor to get some more clarifications about this tragic event. I will get some additional information to report after talking to the doctor.

Event description:
On 04/25/2018 the following information was received: follow-up has been received from the physician that none of the bsc devices are being correlated with the death. Further follow-up from our medical safety team supports cancelling this complaint. As received from the distributor 04/19/2018: per e-cnf: the patient received an accurate neo valve and was during the procedure instable and did at the end stabilize hemodynamically and they finished the procedure. Today I received in a phone call from my college that received that information from our senior medical advisor who where visiting the hospital that the patient died. I have tried to contact the doctor to get some more clarifications about this tragic event. I will get some additional information to report after talking to the doctor.

Manufacturer narrative:
Additional information received from the distributor on 4/25/2018: follow-up has been received from the physician that none of the bsc devices are being correlated with the death. Further follow-up from our medical safety team supports cancelling this complaint. (Note: malfunction was chosen in section of this form because the system required a selection be made and malfunction was the least critical of the 3 choices.)